Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor maintained connection and function in the dexcom app while the ilet experienced intermittent signal loss from the g7, with disconnection duration varying; the issue was addressed with education on potential contributors such as bluetooth interference and distance between devices; it was categorized as an intermittent communication failure involving the antenna/electrical-magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the g7 and the ilet consistent with intermittent communication failure associated with the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.